Event description:
Rptr was notified that the bedside drain bags that they were supplying had a malfunctioning anti-reflux valve. Rptr tested this item and agreed with the customer. Rptr notified the MFR's rep, who came here on 6/22/00 and also agreed with the customer. Rep has sent an example back to kendall for evaluation to determine the nature, severity, and scope of the problem.